Manufacturer narrative:
Customer was contacted by email once and phone twice requesting the pump base be returned to ameda, inc. For investigation after the incident of leaking battery acid from the base. As of this reporting date, the customer has not returned the pump base back to ameda for testing. Therefore the pump has not been visually inspected or investigated. If the pump base is returned at a later date, a supplemental medwatch report will be completed and sent to the FDA.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 regarding an incident that occurred the night before while pumping on battery power with the purely yours breast pump. She states the pump was sitting on her lap, hands under the pump base when dark fluid began leaking from the battery compartment and onto her hands. Customer stated surprise at this event but reports no burn or injury from battery acid. She washed her hands immediately but did not resume pumping. A replacement pump base was shipped overnight to the customer.